Event description:
Bilateral patient. Litigation alleges that patient experienced constant pain, discomfort, tenderness, soreness, swelling, a feeling of subluxation and instability, which in turn negatively affected patients ability to walk, move, climb stairs, and sleep. Patient was found to have elevated metal levels. During her revision surgery, the acetabular cup was easily removed. Patient was revised on the right side on (B)(6) 2012.

Event description:
Update: (B)(6) 2014 - plaintiff¿s preliminary disclosure form was received, which identified doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint updated (B)(6) 2014. Comment: right hip trochanteric fracture (more than 6 months after implantation) - nonunion, inflamed tissue, blackened synovium osteolysis, burnishing of the acetabular component, scar tissue. Left hip thickened, stained tissue, osteolysis, scar tissue, inflammation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.